Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit/hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 / pages 95-96. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had elevated blood glucose levels while wearing the pod. He went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient also had large amounts of ketones. Treatment included fluids via IV, injection, and activating a new pod. The pod was disposed of prior to going to the ER.